Event description:
Litigation alleges patient experienced physical injury, pain, bodily impairment, high levels of toxic metal in blood stream, and suffering. Patient has not been revised.**update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges patient experienced physical injury, pain, bodily impairment, high levels of toxic metal in blood stream, and suffering. Patient has not been revised. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is a resident of (B)(6). Update 3/12/12 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 20 oct 2014 - der rcvd. Added loosening (cup) to the reasons for revision. Added surgeon and sales rep names and added unknown sleeve.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient experienced physical injury, pain, bodily impairment, high levels of toxic metal in blood stream, and suffering. Patient has not been revised.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.